Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the abutment screw (mount) fractured inside the implant it was not possible to remove the screw therefore the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and mount screw were returned for investigation (see images attached in complaint). Visual evaluation of the as returned products identified screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads/vent due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was 'low bone density ¿type IV'. The devices had been placed on tooth #21 (fdi) for approximately 2 years. X-ray & picture evaluation: x-ray/picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot: (1233700) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number: (1233700) for similar events (complaint category keywords: screw fracture) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.